Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl, 481 mg/dl and when the customer was on steroid due to medical procedure the blood glucose level was in the 500 mg/dl. The customer was bloused with 4 units of active insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was not performed. The auto mode was not active during the reported event. The device will not be returned for analysis.